Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No corrective action was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the balloon catheter could not be deflated. The catheter was removed and the patient was hospitalized without injury. No patient complications have been reported as a result of this event.